Manufacturer narrative:
Date of event: unknown. Medical device brand name is shortened to bd vacutainer® as the specific type is unknown. Unknown manufacturer, bd corporate facility used. Unknown manufacturing site, bd corporate facility used. PMA/510(k) unknown. Manufacture date unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
While using bd vacutainer® tubes, it was reported that a customer facility was having issues with the plasma they were receiving. The customer reports the plasma is in a "gelatinous state" due to poor separation.